Event description:
It was reported that during bypass surgery in the leg to the peroneal artery, micro-fistulas were found in the peroneal artery. A graftmaster stent system was selected to repair the fistulas which was not an emergent situation. The graftmaster stent system was advanced to the fistulas and an attempt was made to deploy the stent graft. The balloon was inflated without difficulty to 12 atmospheres; however, the stent deployed only at both ends. The stent system was withdrawn from the anatomy without resistance and the stent was not implanted. As the fistulas were very small, the decision was made that no further treatment would be provided. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty could not be replicated as the stent was returned dislodged from the balloon. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx graftmaster instructions for use (IFU) states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product deficiency.